Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.2, lab: 2.1; (B) (6) 2010, 2.0, 1.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.2 inr, reference: 2.1 inr, mean: 2.65, confidence limits: 1.6-3.4. Date: (B) (6) 2010, inratio: 2.0 inr, reference: 1.1 inr, mean: 1.55, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 1 falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation.